Event description:
Recent hospitalization - had dilatation of the circumflex vessel with stent deployment. Current admit, 7-4-97, for unstable angina, has known totally occluded right coronary artery and had been occluded ever since her last catheterization prior to the one on 7/1/97. Found on this admission to have acute posterior mi. Angioplasty and stenting circumflex, obtuse marginal branch times two. Pericardial friction rubpericarditis. Chf, hypercholesterolemia. She developed atrial fib. On dobutamine. Urgent transesophageal echo done showed severe mitral insufficiency with partial rupture of papillary muscle. Went to or 7/10/97 for emergent mitral valve replacement and cabgx2. Pt had the valve placed. She was closed up and echo done showed leaking. She was cooled back down and the valve was removed and replaced with another valve. Pt expired later that evening.